Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. D9: the catheter of the device is in transit and being returned for product evaluation, the device itself remains implanted. H6, code b15 was chosen for the communication to gather relevant information. Code b19: the catheter of the involved device is being returned for evaluation. No preliminary results are available yet. The investigation is ongoing and the conclusions are currently not finished. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, a patient underwent an endovascular aortic aneurysm repair with a gore® excluder® conformable aaa endoprosthesis device (cxt321414e, sn: (B)(6)) and gore® excluder® aaa endoprostheses contralateral leg (plc). The first deployment of the cxt was achieved at infra-renal position. However, the orientation of the trunk could be corrected with rotations of the cxt delivery catheter. The physician rotated the cxt catheter several times by more than 360° in order to get sufficient access to the contralateral leg of the main body. Then, the plc device was introduced and finally advanced into the cxt main body contralateral leg's side, it was finished the deployment without issues. Also, the deployment of the main body was completed, then the cxt catheter was pulled to move it distally, but it got stuck at the aortic bifurcation. At this position, it was observed that the catheter with nose cone broke off. The broken piece was hanging at the level of the bifurcation. Therefore, the physician decided to snare the broken catheter piece with nose cone by using an unknown snaring tool. It could be removed completely from the patient. These actions of snaring had prolonged the total time of the procedure to 6 hours. The procedure could be completed successfully and the rest of the catheter was kept for analysis. The patient is currently recovering. It was additionally reported that the rotation turns were necessary to bring the cxt into position. The physician confirmed the rotation of catheter has led to a damage of the catheter, broken at the bifurcation. Also, the catheter looked twisted after removed the catheter shaft and the catheter looked torn out. He believes the rotation attempts could cause the breakage during moving the catheter out of the patient. Reportedly, the anatomy was kinked at the pelvis region and the pelvic axis was challenging. Further, the right side of the pelvic axis was massively kinked.